Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, after the surgeon pressed the green button, the handle was squeezed, but the load did not work and the device did not fire. The changed the product to complete the procedure. There was no patient injury.